Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. During the lead revision procedure it was noted by fluoroscopy that the lead had pulled back into the atrium. This lv was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and the j fixation met specifications. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the stylet insertion test due to dried blood in the lumen (tip area); this lead is designed with an open tip. Laboratory testing was unable to confirm the reported clinical observations.